Event description:
It was reported the patient was not receiving adequate coverage. Reprogramming attempts were unsuccessful. As a result, the patient underwent surgical intervention. During the procedure, the doctor damaged the lead while attempting to reposition it. The lead was explanted and replaced. Coverage was regained post-op.

Manufacturer narrative:
Evaluation: results: as received, the lead had a damaged electrode with the corresponding wire broken on the paddle. The damage is consistent with the explant procedure. No pre-explant damage was identified. Functional testing revealed that all but the damaged contact passed conductivity and stress testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.